Event description:
It was reported that a dexcom g7 continuous glucose monitor disconnected from the ilet after the user restarted the pump, and support guided the user to toggle the cgm setting from g6 to g7 on the pump and re-enter the sensor pairing code, after which the pump entered pairing mode and education on the pairing period was provided. Symptoms included no clinical effects. Outcomes included no alerts, alarms, injuries, or medical interventions. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a loss of communication between the cgm and the ilet that resolved with correct configuration and re-pairing, indicating user setup as the likely contributor rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related configuration and use of device not according to instructions.